Manufacturer narrative:
As reported, after completing the procedure, the physician used a 5f mynx control vascular closure device (vcd). However, while trying to insert the mynx control device into the 5f non-cordis sheath, the tip of the plastic that houses the plug met a lot of resistance and split open exposing the plug. There was no reported patient injury. A retrograde approach was used in an unknown procedure. The device was stored as per labeling and opened in a sterile field. The device was prepped was good. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of peripheral vascular disease (pvd) nor calcium in the vicinity of the puncture site. There was no excess force applied during insertion. The patient's hospitalization was not extended as a result of the event and the patient recovered. It was immediately removed and a second 5f mynx control vcd was obtained and deployed successfully to achieve hemostasis. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f was returned. Per visual analysis, button 1 and button 2 remained in the manufactured positions. The sealant¿s outer sleeve assembly was observed to have been kinked and the sealant was exposed. The procedural sheath was not returned with the device. Per microscopic analysis, the sealant outer sleeves were frayed and damaged. However, it is unknown if the damage to the sleeve was due to multiple attempts to insert the device into the sheath. Per functional analysis, the sheath involved in the event was not returned; therefore, functional testing could not be performed. A product history record (phr) review of lot f2003101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ resistance/friction with csi¿ and ¿deployment difficulty-premature¿ were not confirmed during analysis of the returned device based on the condition in which the device was received. The procedural sheath was not returned with the device, and therefore functional analysis could not be performed. Button 1 and button 2 remained in the manufactured positions as received. The exact cause of the reported events could not be conclusively determined. Handling factors, such as excessive force used, may have contributed the reported events as evidenced by the damage noted to the sealant¿s outer sleeves. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. If the outer sleeve is damaged/shredded during insertion into sheath, that could obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿do not use if the mynx control vcd components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened¿. Neither the phr nor the product analysis suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
After completing the procedure, the physician used a 5f mynx control vascular closure device (vcd). However, while trying to insert the mynx control device into the 5f non-cordis sheath, the tip of the plastic that houses the plug met a lot of resistance and split open exposing the plug. Therefore, it was immediately removed and a second 5f mynx control vcd was obtained and deployed successfully to achieve hemostasis. There was no reported patient injury. A retrograde approach was used in an unknown procedure. The device was stored as per labeling and opened in a sterile field. The prepped was good. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of peripheral vascular disease (pvd) nor calcium in the vicinity of the puncture site. There was no excess force applied during insertion. The patient's hospitalization was not extended as a result of the event and the patient recovered. The device will be returned for evaluation. Additional procedural details were requested but are unknown.

Manufacturer narrative:
This is an update to the previous report as the product analysis of the device was updated. The complaint conclusion was also updated to include the updated information from the product analysis. As reported, after completing the procedure, the physician used a 5f mynx control vascular closure device (vcd). However, while trying to insert the mynx control device into the 5f non-cordis sheath, the tip of the plastic that houses the plug met a lot of resistance and split open exposing the plug. There was no reported patient injury. A retrograde approach was used in an unknown procedure. The device was stored as per labeling and opened in a sterile field. The device was prepped was good. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no presence of peripheral vascular disease (pvd) nor calcium in the vicinity of the puncture site. There was no excess force applied during insertion. The patient's hospitalization was not extended as a result of the event and the patient recovered. It was immediately removed and a second 5f mynx control vcd was obtained and deployed successfully to achieve hemostasis. Additional procedural details were requested but are unknown. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f was returned. Per visual analysis, button 1 and button 2 remained in the manufactured positions. The sealant¿s outer sleeve assembly was observed to have been kinked and the sealant was exposed. The procedural sheath was not returned with the device. Per microscopic analysis, the sealant outer sleeves were frayed and damaged. However, it is unknown if the damage to the sleeve was due to multiple attempts to insert the device into the sheath. Per functional analysis, the sheath involved in the event was not returned; therefore, functional testing could not be performed. A product history record (phr) review of lot f2003101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ resistance/friction with csi¿ was not confirmed with analysis of the device as the csi was not returned for evaluation. The ¿deployment difficulty-premature¿ was confirmed during analysis of the returned device based on the condition in which the device was received. The exact cause of the reported events could not be conclusively determined. Handling factors, such as excessive force used, may have contributed the reported events as evidenced by the damage noted to the sealant¿s outer sleeves. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. If the outer sleeve is damaged/shredded during insertion into sheath, that could obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿do not use if the mynx control vcd components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened¿. Neither the phr nor the product analysis suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.